Event description:
The customer reported ongoing platelet (plt) background failures on a coulter act diff 2 analyzer. There were no erroneous results generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse reported that there was diluent on top of patient samples. In addition, hemoglobin (hgb) failed on startup and hgb voltage was unsteady. There was no information on personal protective equipment worn by the fse when the leak was found. There were no reports of biohazard exposure to the leak.

Manufacturer narrative:
The fse replaced the vacuum isolator chamber (vic), hgb lamp, and tubing from the wbc bath and associated check valves. The fse also flushed the vacuum line, trimmed edges of tubing at probe wipe, and cleaned the white blood cell (wbc) bath. There were no further errors or leaks observed. (B)(4).